Manufacturer narrative:
Batch review performed on 14 may 2019: lot 1854515: (B)(4) items manufactured and released on 14-dec-2018. No anomalies found related to the problem. To date, two other similar events have been reported on this same lot ((B)(4)). Visual inspection performed by r&d project manager: the spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed.

Event description:
During a surgery the locking ball of the instrument fell out of the handle. The ball did not fall in the patient. The straight amis-broach handle has been used to complete the surgery successfully, no critical delay.